Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The product is expected to be returned for analysis; however, it has not been received yet. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient undergoing weaning from amines, the hub of the proximal injectate lumen (blue) of this swan ganz catheter detached. A clamp was immediately applied to stop the blood loss; therefore, blood loss was minimal and no additional intervention was required. The patient had already received sufficient treatment and the catheter was removed despite still being required for monitoring. There was no allegation of patient injury.